Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, when the proglide plunger was removed from the second proglide device, no suture was present. The proglide device was stuck in the patient anatomy. Force was applied, but the device was still stuck. No tissue damage occurred. A surgical cutdown was performed to remove the proglide device. The sheath was manually detached [separated] during the surgical removal of the device. The sheath was upsized to 16f and the tavi procedure was completed. Surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present¿ was not confirmed as not all components were returned for analysis. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. Reportedly, force was applied to remove the device. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.